Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 23-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ("problems with her menstrual bleedings") in a female patient who had essure (batch no. 623641) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the menstrual disorder had not resolved. The reporter considered menstrual disorder to be related to essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: menstrual disorder analysis in the global safety database revealed 70 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 23-apr-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ("problems with her menstrual bleedings") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the menstrual disorder had not resolved. The reporter considered menstrual disorder to be related to essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-feb-2019 for the following meddra preferred term: menstrual disorder analysis in the global safety database revealed 68 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.